Manufacturer narrative:
Clarification to section d: device information has not been provided. Device has been defaulted to a saline device and coding represents a saline device at this time. Data will be updated if/when additional information is received. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture per patient information.

Event description:
Patient reported "rupture". This record is for the left side. Device remains implanted.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6b, g4, h4.